Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Taking into account that there are no previous complaints of this code batch, we consider that is an isolated unit, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with the novosyn violet. After opening the packet, it was noted that the needle was detached from the suture. The patient was not yet in the operating room. Additional information was not available.